Event description:
It was reported that prior to a novasure endometrial ablation on (B)(6) 2013, the physician performed a sounding with a metal sound (not hologic device). During sounding the physician thought he perforated as the sound went "too far in". A hysteroscopy was performed and no perforation was noted. The physician then inserted the disposable device and the cavity integrity assessment (cia) test was unsuccessful. Another hysteroscopy was performed and a uterine perforation was visualized. The procedure was aborted and at this time, the doctor decided to hospitalize the pt and have a general physician take a look at the perforation and decide if any treatment should be given. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity and sounds an alarm warning of a possible perforation prior to treatment. Reference internal complaint (B)(4).